Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance and the helix would not extend or retract. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).